Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Relevant tests/laboratory data & other relevant history: no information available. Suspect product (s): not applicable for this device. Implant date/explant date & is this a single-use device that was reprocessed and reused on a patient? Not applicable for this device. Initial reporter name and address & report source: country is poland. It is likely the cracked sensor occurred during the procedure; however, it could not be determined when the portion of the sensor was missing. The corrosion observed could have led to the sensor detaching due to the length of time from the date of event to evaluation (approximately 11 months). If remedial action initiated, check type & correction/removal reporting number: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a diagnostic coronary procedure, the verrata 10185jp wire signal disappeared. A new verrata wire was used to complete the procedure. No patient injury reported. During the product return evaluation using a microscope, a portion of the sensor was cracked and missing with no sharp edges observed. Although it was confirmed that the device was intact during use, it cannot be determined at 100% because the missing sensor is not visible to the naked eye. This product problem is being submitted in abundance of caution due to a portion of the sensor missing. There is a potential for harm if the malfunction were to recur.